Event description:
Healthcare professional reported, implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1 d2a d2b d4 d9 h3 h4 h6 based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification) as per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the right side